Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photo. Visual examination of the provided picture identified the post had fractured off of the articular surface. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00937. Concomitant medical products: tibial tray fixed bearing size 7, catalog#: 00595405701, lot#: 61556528. Lps-flex femoral component porous size f right, catalog#: 00596201652, lot#: 61500991. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is complaining that the knee locks up, makes audible noise, and seems to want to hyperextend. Patient is scheduled for a revision procedure.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due to the knee locking up, audible noises, and hyperextension approximately eight (8) years (6) six months post primary implantation. During the revision, the tibial insert was noted to have a fractured post.